Event description:
Pt had silicone breast implants removed bilaterally. Both the right and left implants were ruptured. Also the breast were encapsulated. The saline implants were inserted bilaterally.